Event description:
(B)(4). No serious injury alleged. Malfunction alleged. This is the second of three complaints filed for this issue. Provider states the weldment on the left side when seated broke on the power center mounts. The dealer advises this is the third time this has happened. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. This is the second of three complaints filed for this serial number and issue. The malfunction has not been confirmed.